Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that f12 on the mobile view station (mvs) board was blown. The fuse f12 was replaced, and the issue resolved. A system checkout was successfully performed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the unit was not powering on. It was unknown which system and if the mobile view station (mvs) had the line power light on. There was no patient present when this issue was identified.